Event description:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh/bso; due to sui, cystocele and rectocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent a removal of mesh and placement of a new mesh in mid urethral area due to recurrent sui and bladder dyssynergy on (B)(6) 2013. It was reported that patient underwent mesh removal, bladder suspension and mesh insertion due to sui on (B)(6) 2014. It was reported the patient underwent a removal of the mid urethral sling due to urinary retention and bladder suspension and mesh replacement was inserted on (B)(6) 2014. No additional information was provided.